Event description:
It was reported the patient had an advance sling implanted on (B)(6) 2009. The patient experienced an incontinence level that was worse than baseline. Another continence device was implanted on (B)(6) 2014. No further patient complications were reported in relation to this event.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.